Event description:
The dealer states that the chair was sold on (B)(6) 2014 and the end user has contacted him to report that the seat upholstery is so stretched out that she is sitting on the crossbars. The end user states that the chair has poked her in the bottom a few times. No further information is available.